Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they display was blank. Customer blood glucose reading was 21.7 mmol/l mg/dl. Customer received new battery cap but the issue reoccurred. Customer stated there was no moisture damage and physical damage. Insulin pump will not be returning for analysis.